Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the express ld was returned for analysis. A visual examination found the stent positioned in the correct location on the balloon. The stent was noted to be damaged on the 3rd,4th and 5th stent strut on the distal end of the stent. The investigator deployed the stent without any issues. A visual examination of the returned device confirmed that the balloon was tightly wrapped and had not been subjected to positive pressure. The investigator attached the express ld device to a boston scientific encore inflation unit and positive pressure was applied. The balloon was inflated to its rated burst pressure of 12 atmospheres with no leaks or issues noted. The stent was successfully dilated and deployed with no issues experienced, therefore the event cannot be confirmed.

Event description:
Reportable based on device analysis completed on 01dec2025. It was reported that the stent failed to deploy. The 87% stenosed and challenging target lesion was located in the severely tortuous and moderately calcified right subclavian artery. A 10.0x40x135 cm express ld vascular was selected for use. During the procedure, the stent could not be advanced nor deployed. The procedure was completed with another of same device. There were no patient complication as the result of this event. However, device analysis revealed that the stent struts were damaged.